Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section. The instrument appears to have detached fragments. Thermal damage was not observed. Isi did not receive the da vinci product mcs tip cover accessory with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure performed for fibroids and abnormal uterine bleeding, the wrist of the monopolar curved scissors (mcs) instrument malfunctioned while docking. The orange sheath became caught in the instrument wrist, restricting movement and leading to the dislodgement of the mcs tip cover accessory. The tip cover fell into the patient and was successfully retrieved laparoscopically during the same procedure. The customer confirmed that no fragments were left inside the patient, and the tip cover was the only component dislodged. The patient did not experience any adverse events related to this incident, and the procedure was completed as planned.